Event description:
A child was given the injection by the parent and was moving during the injection. The needle broke in the arm. Consumer was taken to the ER where an x-ray was taken and referred to the pcp. The pcp attempted to remove the needle with local anesthesia but it did not work. Surgery was performed and the needle removed. A prescription for antibiotics was given.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.